Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine had melted valve 32 and valve 35 components. It was reported that the machine was smoking and producing a burning smell. The biomed was troubleshooting the machine continuing to stay on after heat disinfect was completed. It was reported that the screen would be black, but the fan on the power supply would continue to run. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valves were the original fresenius part on the machine. The biomed replaced valve 32, valve 35, valve tubing, the wiring harnesses, and the power supply to resolve the machine issue. The biomed confirmed that the machine is back in service without further issues. The biomed confirmed that other that the valve tubing being discolored, there was no further damage observed on any other components, or any other additional issues, associated with the melted/smoking valves. The biomed confirmed that the valves have been discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by fresenius biomedical technician (biomed). The biomed replaced valve 32, valve 35, valve tubing, the wiring harnesses, and the power supply to resolve the machine issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the biomed identified melted valve 32 and valve 35 components, and that the machine was smoking and producing a burning smell. Therefore, the complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t machine had melted valve 32 and valve 35 components. It was reported that the machine was smoking and producing a burning smell. The biomed was troubleshooting the machine continuing to stay on after heat disinfect was completed. It was reported that the screen would be black, but the fan on the power supply would continue to run. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The valves were the original fresenius part on the machine. The biomed replaced valve 32, valve 35, valve tubing, the wiring harnesses, and the power supply to resolve the machine issue. The biomed confirmed that the machine is back in service without further issues. The biomed confirmed that other that the valve tubing being discolored, there was no further damage observed on any other components, or any other additional issues, associated with the melted/smoking valves. The biomed confirmed that the valves have been discarded and are not available to be returned to the manufacturer for physical evaluation.